Manufacturer narrative:
The customer reported the connector and the spike broke, and returned 300 unused samples of material 2300e-0500, lot 25105146. Upon initial visual examination, only one of the 300 sets verified the defect reported. There were no issues or defects in the other 299 samples returned. The one sample which showed the defect, was separated and had insufficient solvent to bond the spike to the smart site. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. A quality alert was issued by the plant on mar. 6th, 2026 to communicate and reinforce the correct solvent assembly procedure to personnel. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris bag access device was damaged. The following information was provided by the initial reporter: the customer reported multiple occurrences of sku# 2300e-0500 breaking where the connector attached to the spike. The spike broke where the luer lock piece attaches. It looks like the top was loose and had popped off. Nurse had been spiking a regular IV fluid bag as usual without any rough force and the top popped right off. Lot# 25105146 exp 10/5/28 number of affected units of (B)(4) clinic has 3 full cases were there any adverse effects to staff and/or patients? The only adverse effects was a (B)(6) dosage having to be remade, but a replacement had already been sent and received in.